Event description:
Reporter indicated a vns patient was interrogated and found to be at unintended settings of 0ma/20hz/500 pulsewidth/30 sec on/60 min off. These settings are indicative of a previous faulted systems diagnostics test. The vns settings were adjusted at this visit. The reporter had not seen the patient in over 5 years. Manufacturer review of available vns programming history for the patient revealed the last known date in the history was (B)(6) 2008, and the vns was programmed to deliver therapy at that time. It is suspected a previous faulted systems diagnostics test occurred between (B)(6) 2008 and (B)(6) 2011 with an unknown programming system that caused the settings to change.

Manufacturer narrative:
Analysis of programming history.